Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect alarms and controller exchange was confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 3 days (2(B)(6)2022 ¿ (B)(6) 2022, (B)(6) 2022 - (B)(6)2022, (B)(6) 2022 per timestamp). Events after (B)(6) 2022 are not relevant to the reported event due to the system controller not being in use by the patient during these dates. On (B)(6) 2022 at 16:56:51 - 16:58:22 and 17:05:34 - 17:06:14 there were atypical power cable disconnect alarms on both the black and white power cables coincident with rsoc invalid faults. During these alarms, low voltage alarms would occur if the other power cable that was not having atypical disconnects was disconnected from power. These alarms would clear once the power source was changed to the mobile power unit. The driveline was briefly disconnected on (B)(6) 2022 at 17:03:18, 17:13:37, and finally on (B)(6) 2022 at 7:22:56 for a system controller exchange. The first two disconnections of the driveline caused the pump to shut down and the pump was restarted shortly after these two events due to the driveline being reconnected. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate 3 patient handbook and instructions for use instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. Additional information communicated on (B)(6) 2022 indicated that the controller exchange resolved the reported alarms and that no products would be returning. The root cause of the reported power cable disconnect alarms were unable to be determined. The root cause of the controller exchange was determined to be from the patient performing an exchange due to experiencing power cable disconnect alarms, as reported. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and \quality assurance specifications. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ and heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect, pump stop, low power hazard, and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review was requested since patient performed a controller exchange due to power cable disconnect alarms. Log file review revealed an odd string of power cable disconnects on (B)(6) 2022. The alarms occurred while connected to battery. Additional information stated that the controller exchange resolved the alarms, and the controller would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.